Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead while the patient was lifting weights. The rv lead exhibited high impedance, undefined impedance, oversensing-noise, and was fractured. The lead was reprogrammed and re mains in use. The lead was going to be replaced but the patient was occluded, the lead was later capped and replaced. The left ventricular (lv) lead was also noted to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The exposed right ventricular defibrillation coil was fractured. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.